Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost therapy due to lack of charging their ipg (as recommended) rendering it inoperable. Surgical intervention may be pending to address this issue.

Event description:
Additional information received indicated surgical intervention was undertaken and the ipg was explanted and replaced.

Event description:
Additional information received indicated that postoperatively, the patient is reportedly receiving effective therapy.